Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested, and the following was obtained: can you please provide further detail as to the extract of the linx band once available? Procedure date of (B)(6) 2019. Explant occurred on (B)(6). They changed the date due to the patient¿s insurance plan. Do you have the linx product code lxmc16 lot number and serial number (if applicable)? The actual size of the linx was lxmc14. They do not have lot # or serial #. What was the reason for removal of the linx device (e.g. No issue - patient requested removal, ongoing dysphagia, ongoing gerd symptoms, etc.)? Dysphagia. If dysphagia, how severe was the dysphagia/odynophagia before intervention (mild, moderate or severe)? None. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. When was the linx device implanted? On (B)(6) 2019. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was the device found in the correct position/geometry at the time of removal? Yes. Was a new linx placed after this one was removed? No.

Event description:
It was reported that post implant of an unknown procedure that a physician will be removing a linx lxmc16 from a patient on (B)(6). No further information at this time. It is unknown if a similar device will be used. It is unknown if there were any adverse patient consequences.